Event description:
Staff reported that gas would not flow thru the tubing.this item does not list a manufacturer and is part of a customized tray made for the hospital by a supplier.====================== health professional's impression======================no adverse event to pt.